Event description:
It was reported that the images produced were blurred and the image quality was degraded to the point that the images were not usable. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video camera was repaired during the service call. The system was tested and found to be working as intended and put back into service.